Event description:
It was reported that the pump presents an occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer issues confirmed via downstream occlusion sensor (dso)/upstream occlusion sensor (uso) testing. The cause of the alarming is due to occlusion at nonconform pounds per square inch (psi) levels. Issues resolved by performing a dso sensor calibration.